Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette was attached with 15 ml remodulin remaining. It was reported the end user changed the cassette which resolved the alarming issue. No adverse patient effects were reported. No additional information is available at this time